Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00665; 400-03-322, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. .

Event description:
Revision surgery - infection.